Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false repeat reactive alinity I anti-hcv results generated for a patient sample. The following data was provided: sample ID (B)(6): (B)(6) 2025 initial result = 1.21 s/co, (B)(6) 2025 repeat result = 1.56 s/co, repeat result on another instrument (B)(6) = 0.56 s/co no impact to patient management was reported.

Event description:
The customer observed false repeat reactive alinity I anti-hcv results generated for a patient sample. The following data was provided: sample ID (B)(6): (B)(6) 2025 initial result = 1.21 s/co, (B)(6) 2025 repeat result = 1.56 s/co, repeat result on another instrument (B)(6) = 0.56 s/co no impact to patient management was reported.

Manufacturer narrative:
Correction to section h11 - additional MFR narrative the field service representative (fsr) performed troubleshooting, inspected the instrument and observed the sample alinity pipettor probes was covered with reagent substance. The sample alinity pipettor probes were replaced and calibrated which resolved the issue. The instrument service history for the alinity I processing module, serial number (B)(6) verifies no subsequent complaints have been reported related to false reactive anti-hcv patient results. A review of complaint and trending data for the alinity I processing module did not identify any similar issues with regards to the customer reported event. Additionally review of complaint and trending data associated with the alinity pipettor probes did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), or the alinity pipettor probes was identified.

Manufacturer narrative:
Additional information section h4 - device MFR date. The field service representative (fsr) performed troubleshooting, inspected the instrument and observed the sample alinity pipettor probes was covered with reagent substance. The sample alinity pipettor probes were replaced and calibrated which resolved the issue. The instrument service history for the alinity I processing module, serial number (B)(6) verifies no subsequent complaints have been reported related to false reactive anti-hcvii patient results. A review of complaint and trending data for the alinity c processing module did not identify any similar issues with regards to the customer reported event. Additionally review of complaint and trending data associated with the alinity pipettor probes did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), or the alinity pipettor probes was identified.

Event description:
The customer observed false repeat reactive alinity I anti-hcv results generated for a patient sample. The following data was provided: sample ID (B)(6): (B)(6)2025 initial result = 1.21 s/co, (B)(6) 2025 repeat result = 1.56 s/co, repeat result on another instrument (B)(6) = 0.56 s/co . No impact to patient management was reported.